Event description:
It was reported that during an open unknown procedure, the clamped tissue was slipped forward and the target tissue was not stapled at the 9th firing. The cartridge was gold. The device was used on the esophagus at the 1st firing, it was used for creating gastric tube from the 2nd to 7th firing, and it was used on the the azygos vein at the 8th firing. Then, this event occurred when the device was used on the blind end of anastomosis of the esophagus to the stomach. The clamped tissue was slipped when the device was fired on an existing staple line which had been created for the gastric tube. Another competitive device was used to complete the case. There were no adverse consequences to the patient. The doctor thought that this event occurred since the knife became dull.

Manufacturer narrative:
(B)(4). Information was not provided by the contact. Cartridge, drivers. Additional information was requested and the following was obtained: did the device cut the tissue at all? The device functioned as intended until the 8th firing but the target tissue was slipped and was not cut at all at the 9th firing. The analysis found that one pce60a device was returned in good visual condition and with an ecr60d cartridge reload present. The cartridge reload was received fully fired and with cartridge deck and some drivers damaged. In addition the knife was inspected under magnification and nicks were found. The found damage on the deck and knife is consistent when the device is fired over an already existing staple line; when this happens the knife plows the staples on cartridge deck and shaving may occur. To mitigate the potential for staples getting into the cartridge and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and cartridge jaw in sterile solution and then wipe the anvil and cartridge jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. However, the cut was noted to be jagged due to the damaged knife condition. The batch record was reviewed and no anomalies were noted during the manufacturing process.